Manufacturer narrative:
Medtronic received the following information from a journal article entitled; off-label use of thoracic aortic endovascular stent grafts to simplify difficult resections and procedures in general thoracic surgery walgram t, attigah n, schwegler I, weber m, dzemali o, berthold c, wagnetz d, carboni gl. Interactive cardiovascular and thoracic surgery 26 (4) pp. 545¿550 doi:10.1093/icvts/ivx364. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was diagnosed with a with a squamous cell carcinoma originating from the superior lower lobe segment of the lung. A CT and subsequent operative exploration showed a locally advanced tumour with an infiltration of the descending aortic wall as well as the posterior chest wall over a distance of 5 cm. Because of the persistent suspected invasion of the aortic wall and the posterior chest wall, it was decided to perform an off-label thoracic aortic endografting to safeguard and secure the thoracic aortic wall integrity. A valiant captivia stent graft was deployed in respiratory arrest and with rapid pacing as the proximal landing zone was close to the left subclavian artery. An oversizing of 10¿15% was judged necessary, as no aneurysmatic disease was present. This was completed without any complications. 3 weeks post the tevar, the patient underwent a resection procedure of a locally advanced squamous cell carcinoma of the left inferior lobe after neoadjuvant chemoradiation. It was reported the patients post-operative course did not have any major complications. A small proximal misalignment (bird¿s beak) was diagnosed in postoperative CT scan for tevar control due to gothic aortic arch configuration. This had no consequence for graft function. Otherwise there were no graft-related complications, such as stroke, dissection, graft migration or access site-related complications. The patient was discharged from hospital 3 days after tevar implantation and 6 days after tumour resection. Follow-up examinations were performed with CT every 6 months. So far, 2 years after treatment, the patient shows no tumour recurrence. No additional clinical sequelae were provided and the patient will be monitored.